Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on the inlet tube and both exhaust tubes of the pump. A partial separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This is not a site of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the piece of detached inlet tube. No functional abnormalities were noted with the detached inlet tube or connector. The information received indicated that the pump was hard/sticky in its function, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
As reported to coloplast, though not verified, patient had a hard/sticky pump. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.